Event description:
It was reported that post two months and three days of coil embolization procedure of subarachnoid hemorrhage (sah), the patient had a slight paralysis in the right upper limb, and angiography was performed. It was found that the subject coil migrated to the left m3 segment of middle cerebral arteries (mca) and was obstructing it. The patient had no change in level of consciousness, but mild paralysis continued. No additional information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that two months post embolization procedure, the patient had a slight paralysis in the right upper limb, and angiography was performed. It was found that the subject coil had migrated into the left m3 and was obstructing it. There was no change in the level of consciousness, but the mild paralysis continued. The patient is being followed up. Additional information provided by the customer indicated that there were no difficulties encountered during the initial procedure, no attempt was made to re-position the coil within the aneurysm, and the patient was not placed on any medication as a result of the event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported event ¿main coil migration'. The reported events 'patient vessel occlusion' and 'patient neurological deficit' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to these events. Based upon medical review, the events observed in the complaint are anticipated in nature as per the device risk assessment.

Event description:
It was reported that post two months and three days of coil embolization procedure of subarachnoid hemorrhage (sah), the patient had a slight paralysis in the right upper limb, and angiography was performed. It was found that the subject coil migrated to the left m3 segment of middle cerebral arteries (mca) and was obstructing it. The patient had no change in level of consciousness, but mild paralysis continued. No additional information is available.